Manufacturer narrative:
Device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for lactate dehydrogenase (ldh) in the 700s, the baseline was 200s, b-type natriuretic peptide (bnp) of 1000, and troponin of 1736 with concern for pump thrombosis. The patient was hemodynamically stable with no active alarms. Log files were submitted for review and captured no data that would indicate thrombus. The log files did capture 6 no external power events while connected to mobile power unit (mpu) power which occurred on 26mar2024, 28apr2024, 13may2024, 20may2024, 17june2024, and 23june2024. These were likely caused by power to the mpu being briefly interrupted. Related manufacturer reference number: 2916596-2024-04757 (pump).

Manufacturer narrative:
Section g4, PMA/510(k) #: corrected. Section h5: corrected. Section h8: corrected. Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log file. A review of the submitted log file spanned approximately 108 days (26mar2024 ¿ 12jul2024 per time stamp). On 26mar2024 at 10:45:00 and 10:45:14, 28apr2024 at 15:07:04, 13may2024 at 13:18:14, 20mar2024 at 17:28:57, 17jun2024 at 15:38:01, and 23jun2024 at 02:01:57, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~3.2-4.1v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after each time power was restored. The backup battery was able to provide power to the controller during this event. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. It is unknown if the patient was using a v-lock, the power cord came loose, or if there was a loss of power to the residence. A corrective action was implemented to reduce the occurrence of a/c power cord becoming disconnected at the back of the mpu. Device history records were not reviewed due to the serial number of the mpu being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.